Event description:
It was reported the ems was used during a laparoscopic hernia repair. The device would not fire properly. There was no consequence to the pt. 6/5/97 rep reports two ems staplers from the same lot jammed during firing.

Manufacturer narrative:
Analysis conclusion: based upon the visual examination and inquiry info, no functional testing could be performed because the instrument were received empty. Co reviews each instrument as it occurs in an effort to continuously improve co's products and processes. Co appreciates the fact that you took the time to inform us of the event. Your info is a driving force in co's continuously improvement process.